Manufacturer narrative:
Medical device expiration date: na. (B)(6). There were multiple 510k reported to be involved. The information for the additional device type is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd max¿ instrument false positive results were obtained by the laboratory personnel. The pcr curves appeared jagged, and the customer repeated the samples. No erroneous results were reported out, and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of jagged curves/ false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is confirmed. The mux and reader were delivered, replaced and the instrument back to the normal operation. The root cause is likely related to readers and mux. CAPA 1632720 is under investigation to resolve these false positive issues. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, or hazards were identified based on this investigation.

Event description:
It was reported that while using the bd max¿ instrument false positive results were obtained by the laboratory personnel. The pcr curves appeared jagged, and the customer repeated the samples. No erroneous results were reported out, and there was no report of patient impact.